Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was no malfunction found from the device. A field service engineer confirmed that there was no repair to the device. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager failed and caused the refrigerator door to malfunction, preventing the users from dispensing the required medication. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.